Event description:
As reported, the 4mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at 8atm after it was delivered to the iliac lesion. The procedure was completed using a new powerflex pro device. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet and other sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during prep. The intended procedure was evt. The lesion was mildly calcified, and the vessel tortuosity was mild. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink while being used. The contrast to saline ratio was not provided. The product was removed intact (in one piece) from the patient. The original device was discarded and is not being returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 4mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at 8atm after it was delivered to the iliac lesion. The procedure was completed using a new powerflex pro device. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet and other sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during prep. The intended procedure was evt. The lesion was mildly calcified, and the vessel tortuosity was mild. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink while being used. The contrast to saline ratio was not provided. The product was removed intact (in one piece) from the patient. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 82319198 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " balloon burst at/below rbp" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. As per the IFU, use only the recommended balloon inflation medium of 50/50 contrast/saline. The catheter should only be used by trained physicians. Balloon inflation should be performed with the guidewire extended beyond the catheter tip. Inflation at high-rate may damage the balloon. If at any point during insertion of the catheter resistance is felt, withdraw the entire system. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 4mm 4cm powerflex pro percutaneous transluminal angioplasty (pta) balloon ruptured at 8atm after it was delivered to the iliac lesion. The procedure was completed using a new powerflex pro device. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet and other sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device was prepped per the IFU and maintained negative pressure during prep. The intended procedure was evt. The lesion was mildly calcified, and the vessel tortuosity was mild. The percentage of stenosis was 90%. The device was not used for a chronic total occlusion (cto). There was no resistance or friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend, and the balloon catheter did not kink while being used. The contrast to saline ratio was not provided. The product was removed intact (in one piece) from the patient. The original device was discarded and is not being returned.